Event description:
It was reported from (B)(6) that during an unspecified trauma surgical procedure it was observed that the guide sleeve of the quick coupling device was loose and did not align correctly to the hand piece device. It was reported that there was a two minute delay to the surgical procedure due to event. A spare device was used to successfully complete the procedure. There was patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.